Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the arthroscopic pusher/cutter device was no longer able to cut the suture. Another like device was used to complete the procedure with a surgical delay of 2 minutes. There were no adverse patient consequences reported. No additional information was provided.